Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating peeling off from the image guide pipe was by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the fiberscope had a leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that there was coating peeling off from the image guide pipe (1mm squared or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to a pinhole in the bending section cover and deformation of the control unit, water tightness was lost. The additional evaluation findings were as follows: due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to a dent on the channel tube, the cleaning brush could not be inserted smoothly, the light guide bundle had a breakage, the connecting tube had a dent, the venting connector under grip was shaved, the eyepiece was scratched, the indication on the light guide connector was unclear, and the image guide bundle had significant breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.